Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switching episodes due to refractory as resulting in competitive atrial pacing were observed. Programming changes were made.